Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to usable state. There is no report of pt injury or death.